Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found external abrasion at 13.5cm - 13.9cm from end of connector pin and also at 40.4cm - 41.2cm from end of distal tip consistent with friction to the ICD can. Internal abrasion was noted at 9.8cm - 12.5cm from end of distal tip. Electrical tests were normal for the returned pieces.